Manufacturer narrative:
Device was not returned; visual and dimensional evaluations could not be performed. The device has been in the field for over four years and has been used an unknown number of times. Device history report was reviewed and no discrepancies were found. A complaint history review was conducted for part number and the search identified nine additional complaints for the same lot. The search also identified two hundred adn twenty four other complaints for this device for the same or a similar issue. Investigation concluded that the reported event was due to an identified design issue for which corrective action has been initiated. A redesign of the product was initiated on a rolling basis on december 11, 2014 in order to reduce the frequency of device fracture near the central post. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional (tasp) cracked during trialing. It is reported that no pieces needed to be retrieved or were retained by the patient.